Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occured in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. The infusion set was in use in between three to four days. The blood glucose level was high. No further information available